Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported the device exhibited bad image. Per the repair request report, the image was cloudy when tension was applied to the flexible part (with a slight angle), noise enters vertically on the screen. The issue found during device inspection. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found damage on charge couple device (ccd) unit. Due to damage noise in the image occurred. The reported issue was confirmed. Furthermore, device evaluation found foreign material clogged inside the device nozzle. This condition was attributed due to handling, insufficient cleaning issue. Due to clogging, irrigation error occurred. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the following defects/findings were identified during device inspection: due to wear of angle wire, the play of up/down knob is out of the standard value. Light guide lens found with a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube found wrinkled. Scratch observed on a-rubber (bending section) adhesive, connecting tube, distal end c-cover, scope connector, protector of universal cord on s-connector side, forceps elevator lever, right/left knob, switch box (switch 3) , grip, control unit. Suction cylinder found shaved. Control unit discolored. Follow up was performed regarding the reportable event "foreign material" found in the nozzle, however, to date, no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.